Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving three separate products; associated mdrs #1225714-2014-00117, 1225714-2014-00118 and 2937457-2013-00036.